Manufacturer narrative:
Device code (B)(4) relates to component code 3038. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. There was blood in the wire lumen. There were multiple hypotube kinks. There was tip damage. Microscopic inspection revealed a longitudinal balloon tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 94% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2 mr 2.00mm x 15mm maverick²¿ balloon catheter was advanced to predilate the lesion; however, the device was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon longitudinal tear.